Event description:
It was reported when the device was used in an emergency sigmoid colectomy, the staples did not form. The case was completed using sutures. Consequently, the pt expired 24 hours post operatively from renal failure.